Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold and an opening. Leak test was performed and found an opening on the radius. A microscopic analysis was performed which identified three striated(edge) opening in the anterior, consistent with use of a surgical tool. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is three striated(edge) openings on anterior due to surgical damage.

Event description:
Health professional reported left side deflation. Device was explanted.